Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that they had battery out limit. Customer stated that they had alarm while changing the battery. Customer stated that they were able to clear the alarm. Customer reported that they were unable to rewind the alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On (B)(6) 2022 customer returned insulin pump for an alleged button keypad behavior, battery out limit alarm and number scrolling. Insulin pump received with intermittent button response due to flattened esc, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Insulin pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Insulin pump passed displacement test, insulin pump alarm and self test. Insulin pump passed off no power test. Insulin pump history download using thds was successful. However, insulin alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Insulin alarms are due to the insulin pump not having power for a long period of time. The following were noted during visual inspection: minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No button error alarm during testing. No unexpected number scrolling during testing. No unexpected battery power loss anomalies noted. Battery out limit alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.